Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: empty packing. It was reported that during the surgery, noted the packing was empty as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "(B)(4)" the photo investigation shows a broken plastic cover. With the information provided, the events mentioned on the event description cannot be related with the photos provided. The reported condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed for pinn can bone screw 6.5mmx35mm [121735500/pu209414]. There is no indication that a design or manufacturing issue has caused the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot: DHR review was performed according to "pu209414" attached on notes & attachments. Product description: pinn can bone screw 6.5mmx35mm product code: 121735500 lot number: pu209414 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/25/2023 3) any anomalies or deviations identified in DHR: 0 non-conformances associated with this lot. 4) expiry date: 01/31/2023. 5) IFU reference: IFU-0902-00-701. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/25/2023 3) any anomalies or deviations identified in DHR: 0 non-conformances associated with this lot. 4) expiry date: 01/31/2023. 5) IFU reference: IFU-0902-00-701.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes china reports an event as follows: it was reported that during the surgery, it was discovered that the packaging was empty. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.